Event description:
It was reported that "removing three level reflex hybrid plate c4-7 (implanted (B)(6) 2007) inner shaft of revision driver broke and damaged head of screw upon removal (two of the prongs on the screw broke). Screws were removed without inner shaft. Plate was removed and new 1 level plate put on for revision level."

Manufacturer narrative:
Method: complaint history analysis, mfg record rev., risk assessment review and visual inspection. Result: complaint history analysis: 24 complaints for tip breakage. Mfg record review: no discrepancies found that could be related to this issue. Visual inspection: confirmed broken, instrument shaft was also severely bent, tip of instrument was not returned. Risk assessment: no adverse consequences to the pt and the broken fragments were safely removed from pt, confirmed via x-ray. Conclusion: a change of material to biocompatible type 316vlm stainless steel was made to mitigate risk of broken tip remaining inside pt, effective (B)(6) 2010. Most probable cause of an inner shaft tip breakage or bending is the instrument not being used properly. It is noted in the surgical technique that while the screw extractor is attached to the screw, pivoting or angulation of the instrument should be avoided, as it can cause bending or breakage of the inner shaft.